Event description:
The lay user/patient called lifescan (lfs) in and alleged that her meter was reading inaccurately high the medical affairs specialist mailed a letter two days later since the user could not be reached by telephone for further clarification. The patient reported that five days earlier he tested on his meter and obtained a result of 90 ml/dl. After testing, he took "7 or 9 units of humalog". Sometime after testing and taking his insulin, he was driving his automoblie and while driving he "blanked out" and scraped a car. He was able to pull over and another driver called the paramedics for assistance as they thought thepatient was incoherent. The paramedics tested the patient at approximately 12:30 p.m. And obtained a result of 23 mg/dl. The patient was given oral glucose. The patient was not willing to answer many of the troubleshooting questions. He reported that he had performed a control solution test on his own, but he was not willing to perform any further tests. This complaint is being reported, as the patient tested on his meter and took insulin (which may or may or may not have been based on the meter reading) and subsequently suffered a hyplycemic event. She later received medical intervention. A replacement meter has been sent.